Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. Visual inspection was performed with no physical damage noted. The device passed functional testing. A one hour, simulated therapy test was initiated but was stopped due to a strong burning odor. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the issue. Upon conclusion of the investigation, the cause of the burning odor was determined to be a defective accomp board and ac cable. In order to address the condition, these two components were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a burnt odor was identified. No additional information is available.